Event description:
It was reported that the system controller's white power lead had damage requiring a system controller exchange. The patient tolerated the exchange well. A review of the log files by technical services revealed no unusual events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of white power lead damage was unable to be confirmed. A review of the log file contained data spanning approximately 39 days ((B)(6)2023 per timestamp). All of the captured data appeared to show the system controller operating as intended. There were no notable alarms active in the log file. The heartmate ii system controller (s/n: (B)(6)) was not returned for analysis. No photos or additional documents were submitted for review. In addition, no alarm was associated with the event. A root cause for the reported event was unable to be conclusively determined through this analysis. The heartmate ii patient handbook, rev. C, section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. Heartmate ii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly maintain and store the equipment for proper use. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.